Manufacturer narrative:
The customer's meters and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.5 - 3.9 inr): meter with serial number (B)(4): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.2 inr. Meter with serial number (B)(4): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. Meter with serial number (B)(4): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. Meter with serial number (B)(4): a dosing error was observed with the coaguchek xs plus meter with sn: (B)(4). Blood contamination was observed in the strip port. Qc results on this meter could not be produced due to customer mishandling. The obtained qc values were in the allowed range of the used combination strip lot - qc. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 381239) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs plus meter serial numbers (B)(4) compared to a laboratory using the dade innovin reagent. The customer did not know which meter serial number corresponded with each provided result. Patient 1: the result from the meter on (B)(6) 2019 was 2.1 inr. The result from the laboratory on (B)(6) 2019 was 3.3 inr. The result from the meter on (B)(6) 2019 was 1.9 inr. The result from the laboratory on (B)(6) 2019 was 2.5 inr. Patient 2: the result from the meter on (B)(6) 2019 was 3.3 inr. The result from the laboratory on (B)(6) 2019 was 2.5 inr. Patient 3: the results from the meter on an unknown date were 2.7 inr, 3.2 inr and 3.3 inr. The result from the laboratory on an unknown date was 2.5 inr. Patient 4: the result from the meter on an unknown date was 4.x inr. The customer did not know the exact result. The result from the laboratory on (B)(6) 2019 was 2.1 inr. All tests were within 4 hours of each other. The therapeutic range for each customer was unknown but all the patient's are believed to be within the range of 2.0-3.0 inr. The customer did not provide any information about the four patients.